Manufacturer narrative:
Batch review performed on 25 october 2019: lot 179936: 160 items manufactured and released on 04-may-2018. Expiration date: 2023-04-25. No anomalies found related to the problem. To date, 140 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: femoral fracture occurred few days after cementless total hip arthroplasty in a 71 year old woman. During rehabilitation period, weight bearing or a sudden movement on a weakened bone due to normal femoral preparation or the presence of subclinical fissure may favour the occurrence of early fractures. There is no reason to suspect a faulty device.

Event description:
Revision surgery performed after 6 days from the primary due to stem subsidence caused by a femur fracture. Primary surgery: the surgeon revised all implants and placed a strapping on the femur.